Event description:
It was reported that during a supply change, the user observed drops of insulin and, after connecting the infusion set, noticed the connector had popped out of the cartridge chamber; the user then reinserted it and rewound the piston while still connected to the body and expressed concern about unintended insulin delivery, while the device subsequently showed a decrease from an expected fill to 95 units remaining and no visible leakage was reported. Symptoms included elevated fingerstick blood glucose in the 200s prior to sensor availability, with sensor glucose later reading 119 after warmup. Outcomes included monitoring with frequent fingerstick checks until sensor warmup completed, with no injury, medical intervention, or hospitalization. Investigation included user education on proper cartridge handling, tubing fill, and blood glucose monitoring during cgm warmup. Investigation of this case revealed that the reported discrepancy in insulin volume could be attributable to air displacement and tubing fill, and that the device functioned as expected after sensor warmup with no evidence of leakage. It was concluded that the event was consistent with use-related handling during cartridge change and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.